Event description:
It was reported that in 2008, the patient experienced a 'tictac' noise. The next day she described intermittencies in her hearing perception every now and then. In the following day, the patient reported that she no longer has any hearing sensation, only occasionally for a short period of time. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.